Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown event description: inner clear sealing valve broke from trocar. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on similar events and the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing¿.

Event description:
Procedure performed: laparoscopic hiatal hernia repair. Event description: inner clear sealing valve broke from trocar. Additional information provided by the facility on 10feb2025: does not have lot number nor account number. Most of the seal dislodged as there was only 1 piece. Yes, the piece was retrieved from the patient. Only the inner seal component fell out. The piece was clear. The laparoscopic snowden pencer passed through the event during the procedure. No internal seal components were removed or cut in order to inspect the damaged component. Additional information provided by the facility on 12feb2025: the model number was c0r47. Patient status: no patient injury or illness was reported.